Event description:
It was reported, the high flow insufflation unit's pressure decreased. The issue occurred during maintenance. There was no procedural or patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was not confirmed. However, it was found that the front panel leds were blinking due to a faulty front panel. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined, however, it is likely that the lighting is poor due to a failure of the front panel unit, leading to the led lighting failure. The cause of the decrease in pressure could not be presumed as it was unable to be reproduced. Olympus will continue to monitor field performance for this device.